Manufacturer narrative:
Alleged failure: it was reported that the drill bit broke in half during use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the drill bit broke while inside of the patient. The broken pieces were retrieved and the procedure was completed successfully

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the drill bit broke while inside of the patient. The broken pieces were retrieved and the procedure was completed successfully.